Event description:
It was reported that during an acl surgery, while tightening the biorci-ha screw in the tibia, it broke. All the pieces were removed from the patient. The procedure was completed without significant delay using a back-up device in the same bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported 9mmx30mm biorci ha screw, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence without the return of the screw; however, factors that could have contributed to the reported event include: not preparing the insertion site with the proper starter or tap. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.